Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead sensing decreased and exhibited intermittent capture. It was noted that lead displacement was suspected. Lead was repositioned on (B)(6) 2017. The patient was stable after the procedure.